Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. It was also reported the insulin pump was squirting out the insulin during manual prime. Troubleshooting was performed and the device passed the tests.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.